Event description:
The pump was reported to issue failure code 533:320:717:0000 during use for "cvvhd" therapy. The failure will result in an alarm and stop all channels in use. Th pump was replaced and removed from use. No additional intervention was required. No pt inquiry resulted.